Manufacturer narrative:
H3:h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette was attempted to be filled with 100ml of red dye using an ICU medical provided syringe. There was a leak observed between the tubing and female luer of all cassettes. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that when filling the liquid, a leak occurred from the connection between the yellow syringe connector and the tube. The event occurred before patient use/during priming at facility. No patient involvement.

Manufacturer narrative:
D4 - lot #, h4 - device MFR date null: corrected. H3 and h6 codes - updated. This supplemental MDR was submitted to change the lot number to unknown and to remove the device history record (DHR) statement.